Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the attachment device had worn componennts - bearings. It was further determined that too many parts were rusted; therefore, a pre-test was not performed. It was reported in the service order that the device was overheating and the bearings were worn. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Upon further investigation, it was determined that MFR# 1045834 - 2016 -11516 is a duplicate of MFR# 1045834-2016-11010. Reference of MFR# 1045834-2016-11010 for all further reporting regarding this event. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.